Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, b7, d2, g1, g3, g6, h1, h2, h6, and h11.

Manufacturer narrative:
(B)(4). G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years one and a half months post implantation due to fractured patella implant. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The reported event was able to be confirmed via photographs and medical records. Visual examination of the provided photographs identified a fractured patella component. No device was returned therefore no further evaluations can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: partial lateral facetectomy patella of left pfr. Revision due to implant breakage of the patella. Radiographs showed established patella osteophytes and lateral patella subluxation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.